Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device was programmed to run 44hrs @ 102ml volume, both times patient have not received full dose, only received 25ml. Cassette is still three quarters full, but pump recognizes it as done. Customer has aggressive cancer and is having symptoms of condition worsen due to the event.